Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The facility tech mgr stated that there was a crack in the dialysis compartment. The leak was visually observed. Only a few drops of blood were lost; blood was rinsed back to the pt. Used 3 test strips, tested negative for blood each time. Pt required no medical intervention. Sample is not available; sample was discarded.